Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report error code 133.6080 -backup speaker failure was confirmed. Failure investigation isolated the cause of error 133.6080 to backup speaker part number tc10009324. Opened inductor of the backup speaker circuitry is the main cause of report failure. Conclusion: opened inductor of the backup speaker circuitry is the main cause of report backup speaker failure, error code 133.6080 during the check in process. Rework: recommend replacing back up speaker. The speaker assembly pat number tc10009324 kpeg272a 2017 was removed and forwarded to qe for further failure investigation disposition: route to service for normal process.